Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the table interface module (tim). The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returning to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed the trumpf bed and patient connection issues causing non-intuitive motion. The procedure was completed with no patient injury. Intuitive surgical (is) contacted the customer and obtained the following additional information regarding this event: regarding this incident the information is unavailable. Intuitive surgical (is) contacted the field service engineer (fse) and obtained the following additional information regarding this event: this has been an ongoing case for a very long time with multiple instances over 2-3 years. Intuitive fse has been in discussions with customer and trumpf about who and where the problem resides and have not been able to locate the origin of the problem. The fse changed the tim module to try and solve the issue. The problem occurs under procedures where the table moves in unexpected ways which can cause harm to the patient.